Event description:
It was reported that the pituitary's tip broke and was retrieved during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review identified breakage at the base of the dynamic jaw; the location and amount of force required is consistent with overload. The observations are consistent with bend stress overload.